Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had no power. Warranty expired. A replacement device was used to complete the procedure. No patient harm done.

Manufacturer narrative:
(B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had no power. Warranty expired. A replacement device was used to complete the procedure. No patient harm done.